Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest, using stat pads multi-function electrodes (lot number 3100b) with the device. The medics twice attempted to defibrillate the pt, but the device displayed a "check pads" message. The medics then applied a fresh set of pads on the pt and were able to successfully shock the pt. The complainant indicated that CPR was conducted on the pt subsequent to the pad being applied. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the device would not be returning to zoll for eval. In addition, the complainant indicated that the used pads were inadvertently discarded subsequent to the event. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. The stat pads multi-function electrode package insert warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possiblity of arcing and skin burns."